Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-08-11 indicating that the patient had originally reported the event to them. Patient weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had right knee surgery on (B)(6) 2017 in which electrocautery was used. The device was in the left buttock. There was electromagnetic interference (emi) as the patient started seeing a power on reset (por) error code when they tried to use their device for the first time after surgery. The por was confirmed to be 0x400 parity error that was successfully cleared by a manufacturer representative. The error started about 2 weeks ago in 2017. There were no patient symptoms reported. No further complications were reported.